Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleging the device no longer follows the test due to error 84, which fails the stop sensor caused by burned pcba. In addition, ui bezel scratches, ui button cracks and led pcba low lighting. There was no report or medical intervention. No additional information ca be requested at this time. The device was scrapped the manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up will be filed.